Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent and was hospitalized on the same day for the event. Treatment for the event was not reported. At the time of this report, the patient had not recovered. Extraneal and physioneal therapies were ongoing. No additional information is available.